Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. Patient made mistake/touch contamination-not reported; peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 11h24h25, 11g15h25. No exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.